Event description:
Device received from USA for service. During servicing cutter insertion failure was observed. The device was not being used in surgery. It is unknown if injury occurred. There is no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cutter insertion failure" could be confirmed. During service the device failed the pre-repair cutter insertion assessment. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).